Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 events were reported for this quarter. 2 devices were received for evaluation. 2 events were confirmed during testing. 2 devices were found to be affected by corrosion 2 devices were repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device had a stuck safety switch, which can cause unintended activation. There was no patient involvement; no patient impact.